Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective prism. In addition, our technician confirmed that the light guide cable buckled, the suction channel buckled, the us connector/junction cable (short) buckled, the lg prong top corroded, the deflector washing socket deformed, the lg connector deformed, the us probe leak, the us connector cable (long) twisted, the forward body cover scratched, the u/d and the r/l pulley wires worn out, the insertion flexible tube bump, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).